Manufacturer narrative:
Investigation: the device was sent to breas medical gmbh and arrived (B)(6) 2018. On (B)(6), breas medical gmbh started the examination of the device. General inspection showed that the device is in good shape, was running for 9080 op. Hours and has firmware 2.12 loaded. Some silicone covers are missing. The device was connected to a test lung, using a single limb circuit with exhalation valve in the workshop at 21c°, ±2c°. Treatment was started, and the expiration valve did not work from the beginning. The rebreathing alarm occurred after a couple of breaths as expected and as it was set in the alarm menu. The device was opened and the piping of the ptu block was found to be wrong assembled. In addition, the pilot valve was found to be broken. It did not release the pilot pressure from the expiration valve during expiration. The log files were downloaded and examined with the pc software version 3.3.0.14. The log files could establish that the rebreathing alarm first occurred on (B)(6) and the following days until (B)(6). Conclusion and actions: the log files were downloaded and examined with the pc software version 3.3.0.14. The log files could establish that the rebreathing alarm first occurred on (B)(6) and the following days until (B)(6). Fault tracing of the device could establish that the device caused rebreathing alarms due to a broken pilot valve. According to the customer, the device has given medium priority rebreathing alarm as designed, with visual and audible signal. The hazardous situation per review is: "10.400.150_excessive carbon dioxide or carbon dioxide build up during ventilation (insufficient carbon dioxide removal)." Based on the information received, the potential risk associated with the reported event is classified as critical since the reported failure prevented the patient from exhaling air, thereby increasing co2 levels which is critical if prolonged or persistent. Based on the information received, the reported failure is not considered likely to cause or contribute to a death or serious injury if the event were to reoccur. The device has performed as designed and intended if a hardware failure occurs affecting the exhalation valve, by triggering a medium priority audible and visual alarm - with the rebreathing alarm set to on. There has been no patient harm reported as a result of the incident. Risk mitigations currently in place are therefore considered effective to maintain the final risk level at technical alarp (as low as reasonably possible) with no economic consideration. The complaint data base was reviewed for similar cases one year back and no similar case was identified. The current total installed base is 20283 vivo 50 giving a failure rate of 1/20283 = 4,9 x10-5. Breas will track and trend for similar complaints. No further investigation is needed at this moment. This report is submitted retrospectively because the original report is not visible in maude database.

Event description:
On (B)(6) 2018, breas medical gmbh received information that vivo 50 s/n (B)(4) had been involved in an incident in germany. Fault description per the reporter: "the device is alarming: rebreathing during ventilation and the patient is not ventilated well. The expiration valve does not work. Another device was taken, and the patient could recover." In a phone call the customer stated that he already started some repair trials but failed and is going to send the device to breas medical gmbh for repair. The patient involved was not injured during the incident. This report is submitted retrospectively because the original report is not visible in maude database.